Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the reported event details narrative: ¿patient reports loose connections on power ports¿. Was confirmed at the bench level. The controller failed visual inspection but passed functional testing. The ui: u0.04 pmc: u0.03 indicates that the controller serial is not a smr controller. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing. Visual inspection revealed a loose power port one (1) and serial port connector. As a result, the reported event was confirmed. During the visual inspection, the controller power port 1 connector was found loose from the controller housing with the o ring gasket displaced and the connector locknut tight inside. Additionally, the controller serial port was loose from the controller housing with the o ring gasket displaced and the connectors locknut tight inside. Based on an investigation conducted, the most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that loose power port connections were noted on the patient's controller. The controller was subsequently exchanged. The event resolved after actions performed. The patient had anxiety as a result of the event, but no further patient complications have been reported.